Event description:
The patient reported that the vns is not working for him. He later noted that his seizures have increased in severity and length, and he does not feel that his vns has been adequately dosed. No further relevant information has been received to date.

Event description:
It was later reported that the patient has not seen change in seizures at all since being implanted and at this point it is just not helping. No other relevant information has been received to date.